Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 7th april, 2020 getinge became aware of an issue with one of the surgical light- volista standop. As it was stated plastic cover was broken and photo evidence reveals that there is chipped plastic. There was no injury reported, however it was decided to report this issue based on the potential as any particles falling off into the sterile field or during operation might be a source of contamination. Device involved in the event is vlt600sf tk aim stp with catalog number ard568811903 and serial number (B)(6). Manufacturing date is 10th of march 2014. It was established that when the event occurred, the surgical light did not meet its specification due to the cracked underside cover leading to missing particles, and it contributed to event. It is unknown if device was being used for patient treatment when the event occurred. During the investigation it was found that the evaluated case has not led to serious injury nor death. Unfortunately, the subject matter experts with the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor to provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of version or model # and catalog # sections this is based on the data provided by the manufacturer. #d4: previous version or model #: ardvst228001a. Previous catalog #: ardvst228001a. Corrected version or model #: ard568811903. Correction catalog #: ard568811903.

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of the surgical light- volista standop. As it was stated plastic cover was broken and photo evidence reveals that there is chipped plastic. There was no injury reported, however it was decided to report this issue based on the potential as any particles falling off into the sterile field or during operation might be a source of contamination.